Event description:
In this event it is reported that a patient using suresmile retainer experienced the upper retainer too tight/cutting causing the patients gum to bleed.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR), lab test, and evidence provided (return), we found no failure in the manufacturing process. The retainers in this order were manufactured according to digital specifications and met acceptance criteria.